Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the equipment was passed its warranty period so the hospital did not choose philips for the maintenance of the device. The asp stated that the status of the device is unknown as a result. No further information was provided by the asp regarding the patient from the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator was alarming insufficient oxygen supply. The device was reported to be in use at the time of the reported problem. There was no patient harm reported. The customer informed philips that on the date of the device issue, (B)(6) 2023, the patient had a repeated cough with expectoration for over 5 years and aggravation for the last 10+ days. The outpatient had chronic obstructive pulmonary disease (copd) and was admitted to the customer department in a wheelchair with a "clear mind, poor spirit," and mild conclave edema of both lower limbs. The customer reported that according to the doctors' instructions the patient was given routine medical care, primary care, serious illness care, electrocardiogram (ECG) monitoring, and blood oxygen saturation monitoring with a central oxygen supply of 3l/min. About 2 hours later, the patient blood oxygen saturation was measured at 76% and the doctor was immediately informed. The doctor advised the patient of non-invasive ventilator assisted breathing to stop the disease from becoming critical. The patient nurse found that the ventilator was alarming that there was insufficient oxygen supply and immediately adjusted the patient's ventilator mask. The ventilator still alarmed insufficient oxygen supply "after carding the ventilator pipeline." This investigation is ongoing.